Event description:
It was reported that the patient experienced a loss or change of therapy. The device stopped being effective and the patient had a couple of bladder infections in the last month or so. The patient had the device for retention and wasn¿t emptying as much. This was a gradual change a week or so ago. The patient saw their managing health care provider (hcp) the other day and the hcp changed them to program 2. The patient wanted to know what the difference in programs was. No diagnostics, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0swsa, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was emptying their bladder better and it was helping with (B)(6). The patient had the therapy for retention and they were emptying better; before the therapy, they were not emptying at all. It was noted the urologist measured and told the patient they were emptying a lot better. It was reported again that since getting the therapy, the patient had gone to the healthcare provider (hcp) a couple of times when they had (B)(6). No further complications were reported/anticipated.